Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Femoral head swap. Competitor shell and liner failed and were replaced.

Manufacturer narrative:
Based on the provided information it has been determined that this event is associated with an off-label application. The IFU states stryker implants are not to be used with competitor manufacturer's devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Femoral head swap. Competitor shell and liner failed and were replaced.